Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report on (B)(6) 2015 something went wrong with his sensor however, he cannot remember any error messages on the screen. The patients sensor was inserted into the arm. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).